Event description:
Surgeon reported that patient presented with striae in right eye one day post treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient had flap refloated that day. Bcva: right eye pre-op 20/20 post-op 20/20.

Event description:
Surgeon reported that patient presented with striae in right eye one day post treatment. It was stated that the patient had no loss of best corrected visual acuity (bcva). Patient had flap refloated that day. Bcva left eye pre-op 20/20 post-op 20/20.

Manufacturer narrative:
Statement "surgeon reported that patient presented with striae in right eye one day post treatment." Was incorrect in the initial submission and follow-up emdr#1. Striae was noted in the left eye. Placeholder.

Manufacturer narrative:
Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service. Placeholder.